Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It also indicated the impedance trend of the right ventricular pacing lead was variable.

Event description:
It was reported that the right ventricular lead thresholds had increased, the pacing impedance was fluctuating, and there was noise and an increase in short interval counts. It was suspected that the lead was just about to break. A revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Further performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met.

Event description:
It was further reported that the physician opted to monitor the patient. Approximately three months later, a lead integrity alert was triggered and the lead was explanted and replaced.